Event description:
It was reported that biomed has a arctic sun device that was having issues in filling. It is also failing for error 2 (pre-warm inlet pressure error) and 3 (pre-warm nominal flow error) during calibration, all indicative of a weak circulation pump, system has 1936 hours, giving biomed 2000 hour preventive maintenance information. They requested a quote for 2000 hour service and stated no loaner was needed. Per sample evaluation results received on 12jun2024, it was reported that flow issues present due to failed flowmeter.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed flowmeter. Flow issues present. Replaced flow meter. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed has a arctic sun device that was having issues in filling. It is also failing for error 2 (pre-warm inlet pressure error) and 3 (pre-warm nominal flow error) during calibration, all indicative of a weak circulation pump, system has 1936 hours, giving biomed 2000 hour preventive maintenance information. They requested a quote for 2000 hour service and stated no loaner was needed. Per sample evaluation results received on 12jun2024, it was reported that flow issues present due to failed flowmeter.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed flowmeter. Flow issues present. Replaced flow meter. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Complaint re-opened to update UDI information with all available information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.